Event description:
It was reported during in clinic follow up that the patient was experiencing dizziness. The atrial lead was found to have high pacing impedance and loss of capture. Upon explant, the lead appeared to be fractured and showed signs of clavicular crush. The lead was explanted and successfully replaced. The patient was stable.